Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Additional information obtained from the customer during the investigation indicated that the cause of the problem was due to an incorrect test set up and was not due to a malfunction of the device. This report has been attributed to incorrect testing set up by the end user. Analysis of reports of this type has not identified an increase in trend.